Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description continuing occurrence of blood side test fails detailed inquiry description greetings yemi, per our telephone conversation this afternoon, here are the lot numbers we are having issues with: a2400289 fails blood test side, venous chamber is occluded and heparin line not fully "molded" to the tubing so blood leaks.